Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation and information gathered, it was determined that the cause of the phenomenon was user operation. It was surmised that the phenomenon of image is not displayed and vertical blue lines are displayed when the cable is moved or handled occurred due to the following reason. The cable unit was damaged due to the user applied stress to the cable unit by twisting it or the like. As stated on the IFU (instruction for use) the user manual states: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. ·do not strike the camera head. The camera head may be damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was received and evaluated. Inspection of the device confirmed the reported customer image issue. Evaluation found device image displays vertical blue lines when the kinked portion of the cable was moved or manipulated. Severe kinks in the cable were observed. In addition, the image was observed to be off centered due to faulty ccd (charge -coupled device) unit. Based on evaluation findings the failure found was attributed to faulty cable and ccd unit. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device has no image when connected to the video processor. The issue occurred during preparation for use. There was no patient involvement reported due to the event. No user injury was reported.